Event description:
It was reported that during intravenous infusion of furosemide the device caused the pump to exhibit an air detection alarm. Per reporter the procedure for manually bleeding the bag and checking the connection to the air were performed. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: netherlands.

Manufacturer narrative:
One device was returned for investigation. No obstructions, damaged or other defects were found in the visual inspection. The device was functionally tested. No discrepancies were detected, sample was fully priming and connected without difficulty, the pump was set running, liquid flow through the whole device without interruptions, no bubbles were observed, no alarms were activated, thus, the failure mode reported is not confirmed. Root cause cannot be determined. No action taken. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.